Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 3 additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement was attempted with four proglide device using the pre-close technique via a 7f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. Four additional proglide devices were attempted; however, cuff misses occurred with all four devices. The sheath was upsized to 16f and the evar procedure was completed. An attempt to achieve hemostasis with the successfully pre-placed suture was not made, given that only one suture was successfully pre-placed in a large hole. A surgical cut down was with local anaesthesia was performed to perform arteriotomy repair and to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to cycle-needle to cuff miss was not confirmed. The returned device condition indicates that the formed suture loop was pulled through the vessel and remained in the suture bearing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Vessel access site was the left common femoral artery. Additional information was received stating that there was no vessel damage. The level of anesthesia was not increased as the patient was already under general anesthetic. Hemostasis was achieved via surgical suturing. An additional proglide device was returned. Follow-up with the account reported that this device was opened and tested outside the cath lab after the procedure with no reported product issue; however, the proglide device was returned with blood in and on the device, the pre-tied knot was loose, the loop was formed and the loop was in the suture bearing. No additional information was provided.